Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a eventration subumbilical on (B)(6) 2019 and suture was used. During use while closing of the posterior, the needle pulled off from the thread. No reported patient consequences.